Event description:
The customer reported via phone call that the insulin pump has only been holding charge for a day for the last 5 days. The customer stated she did receive a low battery alert prior to the off no power alarm. The customer also stated she received a weak battery alert. The battery cap is not loose, cracked or damaged. The customer was not using the recommended battery type. Blood glucose value was 230 mg/dl. The call got disconnected and customer could not be reached to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.